Manufacturer narrative:
H10: two (2) used list# d1000, tego¿ connector. Lot# unknown were received on 9/4/2019 for evaluation. The two used d1000 tego connectors were returned with some seal tearing along the rim of the top surface. The tearing did not compromise the function (flow or leakage) of the two used d1000 tego connectors. The complaint of seal tearing along the rim of the two used d1000 tego was confirmed. The probable cause cannot be determined without return of mating devices. The complaint of high pressures during use due to d1000 tego connectors occlusion was unable to be confirmed. The complaint of air entrainment was unable to be confirmed or replicated. No device history review lot number review was conducted since no lot number was identified.

Manufacturer narrative:
A sample is available for evaluation. It is yet to be received.

Event description:
The event involves a tego connector where there was an issue with entrainment of air from the access lumen into the circuit. The customer reported it was addressed and managed and the patient remained safe. The customer states that ¿perhaps ongoing attachment of the lines, perhaps not squarely attached, may have resulted in the silicone seal over time being affected. It therefore seems logical that perhaps entraining of air may have resulted.¿ additionally, there was a manual manipulation done on the tego just through accessing and de-accessing. There was a delay in critical therapy because treatment was paused approximately 20-30 minutes to trouble shoot the air in the circuit and high pressures.